Event description:
It was reported that cine revealed externalized conductors. The physician elected to monitor the lead. No electrical anomalies were noted.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 27.0-28.4cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 6.7-7.6cm from the distal tip. The etfe coating was abraded at this location.